Event description:
It was reported that an alert was received for low impedance. Sensing has been decreasing since 2008. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.